Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was since monday the patient had an internal pain going down their right leg. The patient turned off their stimulation and they still felt the pain and said it felt like an internal cut. The patient said this pain is different than the pain that their spinal cord stimulator is implanted for. The patient denied any falls/traumas. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.redirected caller: patient's hcp additional information received. Patient responded from follow up sent. Patient reported for the approximate past 2 weeks patient has been experiencing pain in their right leg. Feels as if they have an interior cut. Since implant it hasn't changed for the better but worst. Patient will be talking to their doctor and if things don't improve they will be seeking removal of device. Patient indicated they have a follow up appointment with hcp to discuss dates for removal.